Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump and was instructed to call back if any malfunction codes recur, which the customer acknowledged and understood.